Event description:
Patient was revised due to arthrofibrotic with limited painful range of motion. Tibia was suspected loose as well, removed fairly easily. Competitor cement was used. Explanted knee and implanted well balanced- full extension degree 0 - 100 range of motion tc3 rp. It was reported that the previously revised conforms knee to a sigma ps/stemmed tibia. Doi: (B)(6) 2017. Dor: (B)(6) 2022. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.